Event description:
There was an allegation of questionable elecsys ft3 iii and elecsys ft3 iii ver.2 results for 1 patient sample on a cobas e801 module compared to a wako accuraseed analyzer and an abbott architect analyzer. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. The customer reagent lots and expiration dates were requested but not provided. The investigational ft3iii lot is 583301 and the expiration date is 28-feb-2023. The investigational ft3iii ver.2 lot is 611920 and the expiration date is 31-may-2023. The customer e801 analyzer serial number is (B)(4). The investigational e801 analyzer serial number is (B)(4). This medwatch will cover ft3iii ver.2. Refer to medwatch with patient identifier (B)(6) for information on the ft3iii results.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The patient's sample was provided for investigation. The customer's high ft3 iii ver.2 result was confirmed at the investigation laboratory. The investigation found that there is no interference with the streptavidin component of the reagent in the sample. It was also determined that there is no interfering factor against the ft3 antibody idiotype. The influence of prewash use was also not observed. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.